Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify any power failure with a charged battery. Physio did observe that the battery which was used in the device at the time of the event was a rechargable battery and had likely been depleted at the time of use. After an evaluation of the electronic self-test record, it was observed that the device had been displaying a low battery indication at least 23 days prior to the reported event. Physio-control observed proper device operation through functional and performance testing with a charged battery assembly. The device was returned to the customer for use. A clinical review of the reported event was performed and it was determined that the device use may have contributed to the outcome of the patient due to use error. The device battery had displayed a low battery indicator and the battery was not replaced per the operating instructions. The operating instructions also instruct the user to always carry and spare, fully charged battery.

Event description:
It was reported that a patient had arrived in the ER at the (B)(6) hospital on (B)(6) 2013 with complaints of chest pain and shortness of breath. While in the waiting room, the man collapsed and CPR was immediately performed as there were several health care workers in the waiting room of the hospital. The officer who had been involved in escorting the patient to the hospital, retrieved his device from the trunk of his patrol car as he was close. An unknown time had passed when the device was placed on the patient. The device had powered on, however gave the low battery message and powered off after 10 seconds. The crash cart had arrived shortly after, however the time was again unknown how long it took to connect the hospital's lifepak 20 defibrillator/monitor to the patient. The patient was shocked, however was reported to not have survived.